Event description:
Affiliate reported that during monitoring it was found that the white tube and cable were broken. As a result the device was removed. It is not clear if monitoring was discontinued.

Manufacturer narrative:
Upon completion of the investigation it was noted that the supplier performed this evaluation. During the evaluation a review of quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: the device was received in two pieces. The catheter is mashed and broken. A suture is attached to catheter material. The internal catheter wires are exposed and broken. No testing possible. Based on the above evaluation it appears that the device was inadvertently damaged by the customer. No further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed. Evaluation in process.